Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the pacing lead in the left bundle branch area, the physician was not satisfied with the pacing despite several attempts. The lead was attempted / not used and replaced with an right atrial (ra) lead. No patient complications have been reported as a result of this event.